Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred two times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred two times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube had low draw.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.